Event description:
It was reported that the prostar device would not advance over the guide wire during attempted suture placement in the left common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 7f and the vessel was mildly calcified. A second prostar device was used for successful suture placement. The arteriotomy was upsized to 18f. The aaa procedure was completed and hemostasis was achieved with the sutures of the second prostar device. It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f and the vessel was mildly calcified. Two additional proglide devices were used with the same results. The arteriotomy was upsized to 9f. The aaa procedure was completed and hemostasis was achieved using a starclose device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide, prostar, and starclose devices. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the right and left common femoral arteries were mildly calcified. Per the instructions for use, the safety and effectiveness of the prostar device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide devices referenced are being filed under separate medwatch MFR numbers. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that a proxy guide wire was advanced through the proglide device successfully. The probable cause for the proglide not advancing over the guide wire could not be identified. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Device manufacture date - correction, changed from 10/2012 to 11/2012.